Event description:
It was reported the catheter ruptured at approx 3cm from the distal tip and this was noted upon catheter retrieval. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.